Event description:
Consumer called to report her meter reading higher than what she feels. Occasionally, meter is very erratic. Analysis run on consensus error grid (ceg) using mean reading (148) as reference point vs. Bd readings (31,265) yielded data points in the c range of the grid, outside of acceptable limits.